Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler alarmed with replaced cycler due to blank screen during step 8 of setup. The technical support representative advised the patient's cycler would be replaced. The patient was connected and the issue did occur during treatment, and there was no harm or adverse event reported. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty cycler alarmed with replaced cycler due to blank screen during treatment complete step 8. The screen was touched but remained blank. The ok and stop keys lit up but the screen remained blank. The technical support representative advised the patient's cycler would be replaced. The patient was not connected at the time of the call. The patient contact was advised to discontinue use of the cycler and it was reported they had continuous ambulatory peritoneal dialysis (capd) supplies and would perform capd. There was no harm or adverse event reported. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Additional information: a1, b7, d10 concomitant medical product and therapy date codes correction: b5, h6 health effect impact code.